Event description:
This lead was implanted (B)(6) 2013 and is still in active use. This was evented due to unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).